Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.

Event description:
The patient was enrolled and treated in the study in 2008 with a precise stent to the left proximal internal carotid artery. There were no reported stent malfunctions. The angioguard was successfully deployed and retrieved without any reported technical problems. There was no neurological deficit when the patient left the angiography suite. The patient was discharged the following day without any documented adverse events. Ten days after stent implantation, the patient experienced an adverse event of dysarthria and relfex change, right hemiparesis, right hemiataxia, and was diagnosed with an ischemic stroke. The onset was gradual. The duration of the neurological deficit is unknown. The event was documented as unrelated to anticoagulation, the cordis product and the index procedure. The patient's recovery is partial with minor residual.